Manufacturer narrative:
The philips remote service engineer (rse) confirmed the issue. The rse worked with the biomedical engineer to trouble shoot the issue. While trouble shooting the issue the biomedical engineer noted that the speaker was unplugged. The biomedical engineer plugged the speaker back in. The rse sent the biomedical engineer audit logs showing the speaker have been unplugged for over 30 days.

Event description:
The customer reported that there was no sound coming from the speaker. The device was in use on a patient. There was no report of patient or user harm.